Event description:
The customer reported that assay laboratory results indicated high variability in drug concentrations among reagent kits from the same assay lot and significantly lower assay rates than expected. No medical decisions were made as a result of the laboratory results. Upon investigation, both chambers of the reagent containers of the 3 returned kits showed compromised (reduced) activity in comparison to retain products. The enzyme conjugate reagent exhibited lower enzyme activity and the antibody reagent exhibited higher absorbance than retain product. The root cause continues to be investigated.